Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that a verified error was displayed on the screen and there was nothing to recover. A field service engineer (fse) traced the issue to auxiliary drawer 2 (hh2), where cubie a2 medication inventory was greyed out. The drawer was manually failed and recovery was performed, which resolved the issue. The hardware test application (hta) passed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 12ln indicated that an item was present in recover storage space, but when the recovery process was initiated, the screen appeared blank and no items were displayed. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.